Event description:
Vault cap screw would not torque. It was described that when the cap screw was put in after the bone screws were implanted, the cap screw spun out without reaching the required torque. The method of assembling the guide block and handle to the implant could not be described.

Manufacturer narrative:
The company has investigated this event and has determined the root cause. Per this investigation, it was found that the locking screw threading did not meet specification. A subsequent test was conducted on the assembled construct, demonstrating that the load that would need to be applied to push the locking screw out cannot be achieved in-vivo. The company also has conducted a health hazard evaluation and determined that the event does not impact pt safety and health. A corrective action has been implemented to correct this product issue, including the removal of effected lots from the field. Even though there is no pt risk, the company has decided to submit this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR with additional info, as necessary.